Manufacturer narrative:
(B)(4). Lead model: 3777-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: na; lead model: 3777-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).

Event description:
It was reported that the patient's neurostimulator was sticking outwards toward her skin and was red and swollen. It was noted that the patient was suffering as she was without oral medication since she was unable to find a new doctor to fill her oral pain medication script. The patient's husband planned to take her to the ER. Two weeks later it was reported that the patient continued to have issues with the neurostimulator pocket site, and had an appointment scheduled with her primary care physician. Additional information received reported that the patient had a pre-surgical appointment and was going to see if she could get something scheduled to have the device removed. It was reported that the battery has been dead for eight months and the patient couldn't recharge it. In addition, the lead had fallen and the neurostimulator continued to stick out, causing pain. The patient wanted to have the device removed and a new one put in. Additional information has been requested, but was not available as of the date of this report.